Event description:
It was reported that a crossfix meniscal repair device did not function as intended and sutures did not pass back though the meniscus. The surgery was completed using another device. A surgical delay of 84 minutes was reported. New information was received from customer stating that the delay time mentioned was entered as an error, and that there was no delay. Based on the new information, this event is not reportable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. 14 devices for various different complaints from the same customer were returned for evaluation in the same box, with no possible way of linking the devices to the corresponding complaint. Complaint was confirmed for 7 of them, and the root cause was determined to be a use error. The other 7 devices functioned as intended. An investigation letter will be sent to the customer. Device history record (DHR) was reviewed, and no anomalies were noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Further information received from the customer indicating that the surgical delay reported was an error, and that there was no surgical delay. New information indicate that this event is not FDA reportable. Correction : b1: no code selected. B2: no code selected.

Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, a cm-8001 device did not function properly and that the suture did not pass back through the meniscus. Another device was used to complete the surgery. No patient harm was reported. A surgical delay of 42 minutes was reported.